Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary rx uncovered stent was to be used to treat a 7cm malignant stricture from the common bile duct to intrahepatic duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the stent failed to expand after complete deployment. The stent was removed with forceps and the procedure was not completed due to same device was unavailable. The procedure was rescheduled to mid of february, exact date is unknown. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.